Event description:
It was alleged that the tracheal tube's end was not properly tapered and they had made three attempts but were unable to complete intubation. The tube was discarded and another tracheal tube was successfully used to complete the intubation. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).